Event description:
Pt not disconnecting at proper disconnect site resulting in elevated blood sugar requiring the need of an insulin injection. This required no physician or hospital intervention. Injections were done at home.